Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report an intermittent out of range signal on (B)(6) 2014. Patient's mother reset the receiver and it did not resolve the issue. Patient's mother did not report any injury or medical intervention.